Event description:
It was reported that the patient had a loss of therapeutic effect, and her " bladder is back to where it was before." The past year, the patient was going more frequent, and wasn't feeling stimulation, but just changed the programmer batteries and now felt it. It was suggested that stimulation might have gotten shut off. The patient was now wearing pads constantly. Before implant the patient was going every hour and now she was going every 2 hours. She had quit taking ditropan right before the implant and had been through some stress the past year. It was also noted that the patient was having urinary tract infections all the time. When the patient was sitting, there was "no feeling of having to go" and never felt what it is like to have a full bladder. Subsequent information received reported that the patient was still having concerns regarding her device/therapy, but was working with her doctor or manufacturer representative. An appointment date of (B)(6) 2012 was noted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v386130, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).